Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device under the microscope displayed nicks on the knife blade. A review of the device history record indicates the product was released meeting all quality release specifications. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states that to make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a few hours following a rectum resection procedure, the anastomosis leaked. A colostomy was made a day later to resolve the issue. Patient was placed in intensive care.